Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed multiple episodes of non-sustained right ventricular over-sensing (nsrvo). The nsrvo episodes were caused by over-sensed noise exhibited. No interventions were made, as the noise will continue to be monitored. There were no adverse patient consequences.